Event description:
It was reported that during an open reduction internal fixation (orif) of a femur fracture, the drill bit broke off inside the patient. All of the pieces were retrieved with no harm to patient.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.